Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-09. H.6. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one retracted unit with no catheter-adaptor assembly and a top web. Through the visual examination, the spring, hub, grip and button were inspected where no damage was observed. The unit was returned to the un-retracted position and retraction was performed multiple times. No issues were observed or felt. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle retraction failure occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "no consequences, the safety system was not activated. The nurse put the device in the container and when falling into the container, it's been activated. The device is available for expertise."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "no consequences, the safety system was not activated. The nurse put the device in the container and when falling into the container, it's been activated. The device is available for expertise."